Event description:
Reportable based on device analysis completed on 18-nov-2020. It was reported that crossing difficulties occurred. The 85% stenosed target lesion was located in the severely calcified mid left anterior descending artery. The opticross ic imaging catheter was introduced for diagnosis, but was unable to cross the lesion due to calcification. The device was removed and the procedure completed with another of the same device. No patient complications were reported and the patient status is stable. However, device analysis revealed detached imaging window. However, it was further reported that there was no detachment noted with the device.

Manufacturer narrative:
The opticross ic catheter was returned in a generic plastic bag. Visual inspection revealed a detachment at the lapjoint section. Microscopic inspection revealed the lapjoint was detached from the imaging window. The detached imaging window was not returned.

Manufacturer narrative:
The opticross ic catheter was returned in a generic plastic bag. Visual inspection revealed a detachment at the lapjoint section. Microscopic inspection revealed the lapjoint was detached from the imaging window. The detached imaging window was not returned.

Event description:
Reportable based on device analysis completed on 18-nov-2020. It was reported that crossing difficulties occurred. The 85% stenosed target lesion was located in the severely calcified mid left anterior descending artery. The opticross ic imaging catheter was introduced for diagnosis, but was unable to cross the lesion due to calcification. The device was removed and the procedure completed with another of the same device. No patient complications were reported and the patient status is stable. However, device analysis revealed detached imaging window.